Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2025. During preparation, the physician began attaching the ligating unit to the tip of the scope. After placing it, they inspected it closely and discovered that the third band was stuck to the second band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd block h6: imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2025. During preparation, the physician began attaching the ligating unit to the tip of the scope. After placing it, they inspected it closely and discovered that the third band was stuck to the second band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.